Event description:
On (B)(6) 2025, a 61-year-old male patient was under a placement of two venovo stents in the left lower limb due to thrombus formation. It was reported that the post-stent placement procedure, a six-month follow-up ultrasound (date unspecified) revealed thrombus formation within the stent. CT imaging also showed continued ulcer shrinkage, though the ulcer remained present. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent that are cleared in the us. The pro code and 510 k number for the venovo venous stent are identified in d2 and g4. Manufacturing review: the lot history records were reviewed with special attention to the manufacturing and inspection, and the product was found to have met the specification prior to shipment. Investigation summary: one provided image demonstrates two overlapping stents inside vessel. A stent irregularity or fracture is not visible; the stents appear regularly expanded on the single image so that a device deficiency cannot be confirmed. A relation of the reported isr to the stent cannot be verified. The investigation leads to inconclusive result. Indications for a manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The IFU describes holding and handling of the system throughout the procedure for regular deployment. Regarding pta the IFU state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended', and 'post stent expansion with a balloon dilatation catheter is recommended.' Under required material the IFU state: '8f introducer for stent diameters of 10 mm and 12 mm 0.035 inch (0.89 mm) diameter guidewire.' A stent size selection table is part of the IFU describing the relationship between vessel diameter and stent diameter. 'Stent occlusion/thrombosis' was found mentioned a potential adverse event that may occur. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.